Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-82 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-82 alarm was determined to be a defective central processing unit (cpu). No repairs have been performed at this time. If any additional relevant information is received, a follow up MDR will be sent.